Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in the common bile duct (cbd) during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, it was noticed that the guidewire was stuck when the nurse was trying to pull the wire out, which was confirmed via a video submitted by the customer. The procedure was not able to be completed as another balloon device was not available for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.